Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5111821. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. The patient stated they use the dexcom g6 and the tandem insulin pump to manage their diabetes. For several months leading up to this report of an emergency room visit in june 2021, they have had issues with previous sensors that provided inaccurate inaccurate results (sometimes the cgn would be over 100 mg/dl off from their bg tester) ¿putting me dangerous situations with my control iq system on the x:2 insulin pump since it delivers less insulin for low blood sugar levels and increases insulin delivery for high blood sugar levels.¿ on (B)(6) 2022, the patient unplugged their pump when they were low to avoid any insulin delivery since the pump would often say she was 180mg/dl or higher and would continue to deliver elevated insulin levels when she did not need it. Prior to unplugging the insulin pump, the patient calibrated the cgm several times and the dexcom was not able to ¿self-correct and re-calibrate¿. The patient forgot to plug the insulin pump back in when they had dinner. This led to elevated blood sugar levels of over 300 by the time the patient realized that they needed to plug the insulin pump back in. The patient¿s husband drove the patient to the emergency room (ER) where their bg levels continued to increase until it was well over 450 mg/dl. The patient was severely dehydrated and required an insulin drip to bring their numbers below 250 mg/dl. The patient was released from the ER after 6hrs (B)(6)2022. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.